Event description:
It was reported to boston scientific on may 22, 2007, that two hours after the placement of a wallflex enteral colonic stent that had been dilated with a bsc cre balloon in a female, the "pt was presented with fever chill" and had a "perforation in the colon". The cre balloon was used "to dilate the middle of the stent" as "the middle of the stent did not expand and the lumen of the stent was essentially occluded". When the pt presented with "peritoneal signs", "surgery was called, antibiotics given, and emergency upright film obtained". The pt was sent to surgery "to repair the colon". According to the customer, " the perforation was a result of balloon dilating within a deployed wallflex". The pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval. A ship history review and a complaint trend analysis are in progress; results will be provided in a follow- up medwatch report. The wallflex enteral colonic stent dfu (directions for use) stipulates "caution: do not dilate the stent after placement, this may result in a perforation"; therefore, the user's failure to follow the stent instructions caused the event. See associated medwatch # 6000050-2007-00066.